Event description:
Customer reported a low blood glucose event. The arrows on the insulin pump are not responding during the programming of a manual bolus. Customer is hospitalized due to unrelated illness to diabetes. Customer went low to 54 mg/dl. Customer treated with food. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.